Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, customer was using cold insulin. Customer continued to use existing cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.